Event description:
It was reported that the infusion device shut off without first providing an error or alert message resulting in elevated blood glucose levels. The patient went into a coma and was hospitalized with ketoacidosis. The blood glucose result at the hospital was around 40.0 mmol/l. The type of treatment provided to the patient was unknown. The patient was released from the hospital on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.